Event description:
It was reported that, "distal gamma nail was rubbing on the pt's distal anterior femur. Upon removal of the gamma nail. The distal nail broke at the proximal locking hole."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.